Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the pacemaker was in backup vvi mode. The physician stated that it was due to external magnetic field interference. The pacemaker was restored to normal. The patient was in stable condition.